Event description:
Doctor was performing a breast biopsy and pierced the breast and had taken two samples and attempted to take a third sample when the unit powered off. The doctor reinitialized the probe and the unit shut off again. The dr tried to power the unit back on and the unit wouldn't power on. The dr decided to send what they had to pathology, since the samples had calcifications in them. There was no pt consequence.